Event description:
It was reported that there was an emi (electro-magnetic interference) issue and the patient required hospitalization and reprogramming as a result. The following possible emi sources were tested: wheelchair, elevator, microwave oven, tv, hifi. The patient had bilateral dbs (deep brain stimulation) with two soletra implantable pulse generators (ipg). Starting three months prior to the report, they turned off at least once a week and an emi issue was suspected, but the emi source could not be found yet. The patient was wheelchair bound and was; therefore, forced to stay at home. Patient symptoms or complications associated with this event were less than 50% therapy relief on both sides. It was later reported that impedances were within normal range. No x-ray and no reprogramming were done. It was stated that since it happened that both stimulators turned off at the same time, the issue had to be emi. An electrician would visit the patient and determine any possible emi sources. There was still no solution to the problem. A patient programmer was given to the patient, such that he could turn on the stimulators without passing by the hospital. There was no implantable pulse generator (ipg) exchange planned at the moment.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, product type: implantable neurostimulator. (B)(4).